Event description:
Customer reported, the left monitor went black during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced both the left and right monitors. System operates as intended.